Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No ramping number anomaly or button error alarm noted. The device was received with scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 318 mg/dl. Troubleshooting was performed. The device was returned for analysis.